Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was not recognized despite use of working outlets, tandem charging equipment, and different wall adapters and cables, and there were no low power alerts, shutdown alarms, or visible damage to the charging port, and pump did not shut down or lose power. There was no reported impact to the customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.